Manufacturer narrative:
Initial.

Event description:
It was reported that the user could not observe drops during the press-and-hold step of a supply change, then found the cartridge wet with approximately half of the insulin missing and leaking from the ilet, followed by an unable to proceed alert during a subsequent attempt to lock the cartridge during fill tubing; after guidance to replace the cartridge and adaptor and perform a dry run, the user successfully completed the supply change and resumed insulin. Symptoms included no reported adverse clinical effects. Outcomes included restoration of therapy after successful troubleshooting and education. Investigation included remote troubleshooting, supply replacement, and a guided dry run. Investigation of this case revealed leakage from the infusion system during a prior supply change and an initial setup error that led to an unable to proceed alert, with resolution after correct assembly and priming. It was concluded, based on previously established findings for similar reports, that user setup error was the most probable cause.